Event description:
A customer reported experiencing a cartridge alarm with their tandem mobi device. The issue resulted in the customer's blood glucose level exceeding 500 mg/dl, although the specific value was unknown and displayed as "high." To address the high blood glucose, the customer changed supplies, administered a correction bolus via the pump, and performed a correction injection using multiple daily injections. The customer did not require assistance from a third party. They were able to successfully load a new cartridge and resume insulin therapy, resolving the issue.